Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen became cracked and is not functioning. Contact stated that the customer was running when the pump fell and cracked the screen. There was no reported impact to customer's blood glucose. Reportedly, the customer would use manual injections to continue insulin therapy.